Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor is displaying a message claiming his electrode belt is "unusable." The patient was issued a replacement electrode belt and monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (abnormal shutdowns; belt unusable) has been confirmed. Upon evaluation the electrode belt trunk cable connector was broken. The cause for the broken connector cannot be positively determined but was likely the result of excessive force. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns; belt unusable) has been confirmed. Upon evaluation the j1001 (electrode belt interface connector) was detached from the computer analog board. The cause for the detached connector cannot be positively determined but was likely the result of faulty solder joints. No adverse event resulted from the broken trunk connector or detached monitor connector. The patient received a replacement electrode belt and monitor. Monitor sn (B)(4): 11/2010. Electrode belt sn (B)(4): 09/2010.